Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon implantation of an intraocular lens (iol) the surgeon noticed a dent or scratch in the optic. The lens was cut in half and removed from the patient's eye. No patient injury reported. The surgeon believed that the lens was damaged while loading it into the cartridge. Additional information was received and it was learned that another lens of the same model and diopter was then implanted. There was no incision enlargement and no vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 09/06/2016 device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed half of the lens with a broken haptic. The other half was not returned. The condition observed is consistent with a lens that has been cut due to iol removal process; making it visually impossible to observe scratches (if any) on the returned piece of lens. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.